Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid.

Manufacturer narrative:
Due to character restrictions in (B)(6) a supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during a routine inspection, the cardiosave intra-aortic balloon pump (iabp) unit has an error message when the machine was turned on and an electrical fault 14 was reported. It was not used by patients.

Manufacturer narrative:
Additional information: event site postal code: (B)(6). A getinge field service engineer (fse) checked the equipment and fault code records at the hospital site to confirm the fault reported by the customer. Found compressor and drive valve group are faulty. Suggested the customer to replace the pump and drive valve group. The quotation has been made, but the customer has not decided to repair it yet. If any pertinent information is received in the future, a supplemental report will be submitted. H3 other text: no service repair is requested.

Event description:
N/a.